Event description:
The facility reported a colleague infusion pump with a damaged battery. It is unknown when this condition occurred, however it is known to have occurred in the general patient ward. This condition had the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a "battery damaged" was confirmed by quality engineering. The root cause was assigned to use/user error. The battery was replaced in order to correct this condition. Additional information: a device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed that this device was previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.